Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The reported events of r wave amplitude variation and failure to remove the lead could not be confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular septum was missing upon receipt and the setscrew was fully stripped and contained septum material inside its hex cavity. The damage to the septum and setscrew was consistent with having occurred during the procedure.

Event description:
During an implant procedure, a decrease in the r wave amplitude sensing was observed on the device. Then, the set screw was unable to be removed from the device header and as a result, the right ventricular lead was unable to be removed from the device header. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.